Event description:
The event is reported as: complaint alleges: concha column became blocked and filled with water. Patient had to be changed to increased level of support. No further information available at this time on patient's condition.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report.